Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2408-56 serial#: (B)(4) description: avista MRI perc lead kit, 56 cm it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient would undergo a lead revision procedure to implant additional leads. Upon follow-up, it was discovered that the patient committed suicide. The physician assessed that the suicide was pain related.

Manufacturer narrative:
Additional information was received that the patient's death/suicide was due to normal pain not due to the procedure.

Event description:
A report was received that the patient would undergo a lead revision procedure to implant additional leads. Upon follow-up, it was discovered that the patient committed suicide. The physician assessed that the suicide was pain related.